Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve dislodged ventricular upon release and was positioned too deep. The valve was snared up into the ascending aorta. An attempt was made to deploy a second valve but the valve kept dislodging or sliding ventricular at 80% deployment. The procedure was aborted. It was reported that the issue may have been due to patient anatomy or the lack of calcification at the annulus. No additional adverse patient effects were reported.